Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of five (5) years, eight (8) months due to severe, symptomatic mitral stenosis. Under transesophageal guidance the atrial septum was crossed with wire exchange to a stiff wire. Balloon valvuloplasty was performed of the stenotic surgical mitral valve. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve and was successfully deployed. Transesophageal echo was subsequently performed revealing no perivalvular leak. No further intervention was required. The delivery sheath was removed with hemostasis obtained. The patient was discharged on pod #2.

Manufacturer narrative:
H11: corrected data. G4. Updated section g4 as it was blank and should have read "05-sep-2019" on FDA report followup no 1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm surgical valve in the mitral position underwent a valve-in-valve procedure due to severe, symptomatic mitral stenosis. Under transesophageal guidance the atrial septum was crossed with wire exchange to a stiff wire. Balloon valvuloplasty was performed of the stenotic surgical mitral valve. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve and was successfully deployed. Transesophageal echo was subsequently performed revealing no perivalvular leak. No further intervention was required. The delivery sheath was removed with hemostasis obtained. The patient was discharged on pod #2.